Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported while using the freestyle libre app, a ¿replace sensor¿ error message was received on the 4th day of wearing the adc device. As a result, the customer experienced an adverse event and received unspecified medical treatment from a third party. No further information was provided as the call was aborted. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported while using the freestyle libre app, a ¿replace sensor¿ error message was received on the 4th day of wearing the adc device. As a result, the customer experienced an adverse event and received unspecified medical treatment from a third party. No further information was provided as the call was aborted. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on the sensor. Extracted data using approved software, sensor was found to be in state 8. Observed clinical and historical data log containing errors and no valid glucose data. Blood was observed at the middle of the sensor tail which is indication of improper sensor tail insertion. Evidence of blood on the sensor tail enabled the sensor to activate, however, due to the improper insertion the sensor terminated early. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported while using the freestyle libre app, a ¿replace sensor¿ error message was received on the 4th day of wearing the adc device. As a result, the customer experienced an adverse event and received unspecified medical treatment from a third party. No further information was provided as the call was aborted. There was no report of death or permanent injury associated with this event.